Manufacturer narrative:
The marksman catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment with flow diversion, marksman catheter fracture at the distal section during delivery of the flow diverter. The broken segments were removed from the patient. The procedure continued with another catheter. The patient underwent embolization treatment for a giant unruptured saccular aneurysm located in cavernous sinus. Measuring 25mmx12mm, landing zone distal 3.52mm proximal 3.97mm. The vessel was observed severely tortuous. There were no reports of patient injury in association with this event.